Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly. As the reported defect was unclear, a thorough inspection of the device was performed to investigate possible defects. No defects were observed to the catheter adapter assembly after inspecting the unit for any signs of damaged or defective components. Bd was unable to confirm a defect. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ catheter luer remained stuck in the catheter when withdrawing the needle. The following information was provided by the initial reporter: "rn attempted a piv insertion and when withdrawing the needle, the attached luer remained stuck in the catheter."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ catheter luer remained stuck in the catheter when withdrawing the needle. The following information was provided by the initial reporter: "rn attempted a piv insertion and when withdrawing the needle, the attached luer remained stuck in the catheter."